Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was cutting off. Customer's blood glucose was 479 mg/dl. Symptoms of high blood glucose included nausea and vomiting. Customer stated she had previously performed troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.